Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the cgm error, and successfully started their sensor session.